Event description:
Per the audiologist, the patient reported a decrease in hearing performance over time when using the cochlear implant system. Results of an integrity test done in 2007, showed normal receiver/stimulator function. The device was returned to the manufacturer commenting this was an "elective" explant. As a device fault was found during the routine device analysis process, this event is being reported.

Manufacturer narrative:
This is a final report. This type of event is address in the device labeling. See scanned pages.